Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04400. It was reported that the burr became stuck on the rotawire and that the wire became detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A rotablator burr and a 330cm rotawire¿ were selected for use. During the procedure, when the burr was retrieved by dynaglide mode after ablation, it was noted that the burr became stuck on the rotawire. Furthermore, when the burr and rotawire were being removed from the patient's body, it was noted that the tip of the rotawire became detached. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Updated describe event or problem. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04400. It was further reported that after the ablation, when the burr was retrieved by dynaglide, the rotawire became separated at this point. Then, the burr became stuck on the rotawire during further removal from the patient. The rotaburr and the rotawire were removed as a unit. The separated portion of the wire remained in the patient because it was too distal to remove. The physician commented that the wire became stuck in the distal micro-vessel, which might have led to the separation. The procedure was completed with a different rotaburr and different rotawire. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the related rotawire and the advancer unit and burr unit were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The fiberoptic and air lines have been cut by the customer. The coil is stretched. The rotawire used in the procedure was able to be removed from the device with some restriction due to kinks along the body of the wire. Functional testing was completed with a test .009 rotawire. The rotawire was inserted through the burr and was able to advance through the entire device with no difficulties or issues. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04400. It was further reported that after the ablation, when the burr was retrieved by dynaglide, the rotawire became separated at this point. Then, the burr became stuck on the rotawire during further removal from the patient. The rotaburr and the rotawire were removed as a unit. The separated portion of the wire remained in the patient because it was too distal to remove. The physician commented that the wire became stuck in the distal micro-vessel, which might have led to the separation. The procedure was completed with a different rotaburr and different rotawire. No further patient complications were reported.